Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and a blood glucose level of 400 mg/dl. Reportedly, intermittent occlusion alarms occurred prior to the hospitalization. Additionally, it was reported that the customer had issues trying to deliver boluses via the pump and that "insulin not being delivered." Additional information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. No additional information was provided.